Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. They used the vizigo sheath to treat an afib with the varipulse catheter. When entering the varipulse catheter in the lumen of the vizigo sheath, the operator saw a piece of plastic had broken off, which looked like a white plastic valve. The piece of plastic was inside the sheath, which blocked it and prevented a guide from entering. Therefore, they changed the sheath. At the end of the procedure, the doctor tried to push the dilator in the sheath which expelled the plastic valve. No patient consequence. The picture investigation was completed on (B)(6) 2026. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it was observed the hemostatic valve out of the device. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photo analysis. The bwi product analysis lab received the device for evaluation on 27-jan-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. They used the vizigo sheath to treat an afib with the varipulse catheter. When entering the varipulse catheter in the lumen of the vizigo sheath, the operator saw a piece of plastic had broken off, which looked like a white plastic valve. The piece of plastic was inside the sheath, which blocked it and prevented a guide from entering. Therefore, they changed the sheath. At the end of the procedure, the doctor tried to push the dilator in the sheath which expelled the plastic valve. No patient consequence. Additional information was received on 13-jan-2026. The sheath was not being used on the patient. Therefore, no air entered the patient¿s body, the patient did not require treatment and no patient consequence. Another sheath was used.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. They used the vizigo sheath to treat an afib with the varipulse catheter. When entering the varipulse catheter in the lumen of the vizigo sheath, the operator saw a piece of plastic had broken off, which looked like a white plastic valve. The piece of plastic was inside the sheath, which blocked it and prevented a guide from entering. Therefore, they changed the sheath. At the end of the procedure, the doctor tried to push the dilator in the sheath which expelled the plastic valve. No patient consequence. The device evaluation was completed on 25-feb-2026. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the separation and stress marks of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 27-feb-2026, noted a correction to the 3500a follow-up #1 as in h11 reported, "the bwi product analysis lab received the device for evaluation on 27-jan-2026." However, in error did not process the following fields: d9. Device available for evaluation? D9. Is device returned to manufacturer? D9. Date device returned to manufacturer if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).